Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was part of a system revision due to infection and sepsis. The patient was treated with intravenous antibiotics. There were no additional adverse patient effects reported. The crt-d was explanted.

Manufacturer narrative:
The device has been returned for analysis. This report will be updated upon completion of analysis. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. The device did not produce tones with magnet application or have telemetry capabilities. The device case was opened to facilitate analysis of the internal components. The battery was separated from the other device electronics and voltage and the overall current draw of the integrated circuit was measured. A normal voltage and current draw were observed. Detailed imaging of the circuitry was performed, and electrical overstress was observed in two areas of the clamp field-effect transistor component. Analysis concluded that the inability to interrogate the device is due to damage to the circuitry induced by an external power source.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) system exhibited infection and sepsis. The patient was treated with intravenous antibiotics. A revision was performed and the crt-d device along with the right atrial (ra), right ventricular (rv) and left ventricular (lv) leads were explanted. A previously capped ra lead was also explanted. Additional information indicates that as advised by the physician, an external implantable cardioverter defibrillator (ICD) device was connected to a lead placed in the patients neck to provide temporary therapy until the new crt-d system was implanted on the patients right side twelve days later. There were no additional adverse patient effects reported. Additional information indicates that as part of the extraction procedure, the original crt-d device was unable to be interrogated using multiple programmers. The boston scientific representative noted that they tried to interrogate the device for two hours but were unsuccessful. The representative indicated that they believe the physician damaged the device with cautery used during the procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
The device has been returned for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) system exhibited infection and sepsis. The patient was treated with intravenous antibiotics. A revision was performed and the crt-d device along with the right atrial (ra), right ventricular (rv) and left ventricular (lv) leads were explanted. A previously capped ra lead was also explanted. Additional information indicates that as advised by the physician, an external implantable cardioverter defibrillator (ICD) device was connected to a lead placed in the patients neck to provide temporary therapy until the new crt-d system was implanted on the patients right side twelve days later. There were no additional adverse patient effects reported. Additional information indicates that as part of the extraction procedure, the original crt-d device was unable to be interrogated using multiple programmers. The boston scientific representative noted that they tried to interrogate the device for two hours but were unsuccessful. The representative indicated that they believe the physician damaged the device with cautery used during the procedure. No additional adverse patient effects were reported.